Manufacturer narrative:
Retainer ring - black. Customer returned insulin pump for alleged cosmetic damage located on the battery tube, moisture damage, blank display and high blood glucose on (B)(6) 2021. Device received with blank display. Unable to perform the displacement test, sleep current test, active current test, rewind test, prime/seating, basic occlusion test, force sensor test, occlusion test, displacement accuracy test and self test due to blank display. Device was cut open to perform visual inspection and found moisture damage on the electrical board 1, electrical board 2, force sensor, motor, harness assembly vibrator and corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. Unable to download history/trace files on pump even after cleaning electrical board 2 and swapping out test boards. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay, cracked case (battery tube), cracked case - corner of belt clip rails, corroded battery tube and minor scratches on lcd window. In summary, customers alleged cosmetic damage located on the battery tube by visual inspection where a cracked battery tube was noted. Blank display was confirmed due to moisture damage electric assembly. Unable to confirm high blood glucose. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Blood glucose reading was 512 mg/dl. It was unknown that auto mode feature was active at the time of reported event or not. Customer stated that insulin pump got wet from swimming and then insulin pump was not working. Customer stated that moisture was under the screen. Customer stated that there was crack along the battery compartment. The insulin pump will be returned for analysis.